Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardiac monitoring was found not sensing or displaying electrograms. Technical support noted this behavior indicated the device had lost contact. The signal returned when the patient changed positions. No intervention was performed and the device remained implanted. The patient was stable and would be monitored.